Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Olympus repair center could not reproduce the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the video connector deterioration if significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The field service engineer visited the user facility and could reproduce the reported phenomenon. The device was returned to olympus repair center. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
The device was repaired and returned to the user facility. However, the user found that the endoscopic image disappeared and the noise was displayed irregularly. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.